Manufacturer narrative:
A product investigation was performed on t-pal spacer applicator knob (part # 03.812.004 lot # 8156832). The visual inspection of the returned applicator knob has shown damages on the whole instrument. A functional test with an available applicator instrument has shown, that the knob could be attached and detached to the instrument without any problems. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. As the application knob could be attached and detached to the instrument without any problems, we suppose that a user error has caused the problem. As it is clearly visible that the product was re-sharpened we suppose that a user error has caused the problem. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part 03.812.004, lot # 8156832: manufacturing location: (B)(4) manufacturing date: 01.feb.2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon loan set receipt from distributor it was found that the applicator knob has jammed flange head mount. There was no known patient involvement. This report is for one (1) t-pal spacer applicator knob. This is report 1 of 1 for complaint (B)(4).